Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(4). Batch: 521099.

Event description:
It was reported that the patient experienced inadequate stimulation on one lead. The patient underwent an ipg and lead replacement procedure and the patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.